Event description:
It was reported that the ventilator generated open safety valve and a communication errors. The patient involvement is unknown. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory channel printed circuit board (pcb) was replaced and returned for further investigation. Simulated use testing of the received pcb has reproduced the described customer issue. No device logs were supplied. Electrical measurements on the pcb showed that an integrated circuit (ic) oscillator in the expiratory channel circuit was faulty. This caused the 4mhz clock signal used by the cpu and by the safety valve timing circuit to be static. This resulted in a communication error and the opening of the safety valve. Thereby creating an extensive leakage. Failing to keep the pull magnet in its predetermined state (closed) may lead to stop of ventilation. Appearance of this failure will be noticed by the user by generated high priority alarms and a technical error code. If present, the fault will be detected during pre-use check and a technical error code will be generated in stand-by mode when starting the ventilator. The conclusion in this matter is that the reported issue was caused by a malfunctioning ic circuit on the expiratory channel pcb, which is a part of the safety valve function among others.

Event description:
Manufacturer's ref #: 388782.